Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving calibration errors, sensor errors, and lost sensor alarms on his insulin pump. The customer's blood glucose was 46 mg/dl. The customer treated his low blood glucose and declined to troubleshoot for his blood glucose. Troubleshooting for the lost sensor alarm found the insulin pump was communicating with the transmitter. The customer was advised that his alerts may be caused by the sensors pulling out. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.